Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2007 (B)(6); product type implantable neurostimulator product ID 7482a51, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID neu_unknown_lead, lot# unknown, implanted: 2007 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 7438, serial# (B)(4), implanted: 2002 (B)(6); product type programmer, patient product ID 3389-40, lot# j0216982v, implanted: 2002 (B)(6); product type lead. (B)(4).

Event description:
It was reported the pt was in the hospital and their healthcare professional wanted an MRI done as pre-surgical planning for another de ep brain stimulation ¿lead/system¿ to be placed. The reporter stated, it was unknown if this was replacing the current system or if there was a current system issue. Additional information was requested, but was not available as of the date of this report. Refer to manufacturer report #3004209178-2014-08160.